Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 7.0 inr and 4.0 inr on the coaguchek xs system. The patient was advised to hold his coumadin based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.